Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was running high and she changed her set. Customer stated that she noticed that the cannula was kinked. Customer stated that she changed the site and resolved the issue. Customer stated that her blood glucose is running high again. Customer's blood glucose is currently 503 mg/dl. Customer gave herself a correction and treated with a pen. Customer stated that the bolus wizard settings were incorrect. Customer was assisted in correcting the sensitivity. Customer was advised that the pump was working as designed. It was found that the customer might have had a vent blockage because she might not have filled the reservoir correctly. Customer also prefilled some reservoirs and was advised that this can cause air bubbles. In another call, customer stated that she lost all of her settings when she took the battery out for the weekend. Troubleshooting was performed and the customer was assisted with her settings.